Event description:
It was reported when using the bd pyxis medstation system, the main drawer 3 failed to stay closed and did not open. It had to be pushed, pulled, and rebooted twice, yet it still did not open. The malfunction occurred when a user tried to dispense medication to the patient, causing a delay to the patient's care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer swapped full-height drawer 6, replaced the magnet on full-height drawer 3 and also proactively replaced the other full-height drawer 4 with a new style insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.